Event description:
Information received by medtronic indicated that the insulin pump was damaged at the battery compartment. Insulin pump was neither bumped nor dropped. Infusion set and reservoir did not show sign of damage. Retainer ring was not damaged. No harm requiring medical intervention was reported. The product was been returned for analysis.

Manufacturer narrative:
(B)(4). S.w version 4.11j retainer ring = black customer returned pump for an alleged cosmetic damage located at the battery compartment found on (B)(6) 2022. Insulin pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to a constant pump error 38 alarm during the rewind test. Successfully downloaded history files and traces using thus. Pump was cut open to perform visual inspection and found a corroded motor home switch. Corrosion was also found on the pcba 1, pcba 2 and force sensor. No corrosion or moisture damage found on the vibrator¿assembly noted. Pump error 38 alarm was recorded and found in the formatted history file on: 11/10/2022 06:44:04.000. No pump error 37, 39, 41, 42, 43, 79, 80, 82 and 130 alarm on the formatted history file noted. Pump error 38 alarm during the rewind test was confirmed due to a corroded motor home switch. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. Cosmetic damage was confirmed at the battery compartment. Pump error 38 alarm during the rewind test was confirmed. Pump error 38 alarm during the rewind test was due to a corroded motor home switch. During visual inspection, corrosion was also found on the pcba 1, pcba 2 and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.